Event description:
It was reported that during a scheduled vena cava filter retrieval, fluoroscopy demonstrated a filter limb perforation of the ivc. The filter was unable to be retrieved successfully; therefore, the filter remains implanted. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unknown. The device was not returned. Images were not provided. The complaint investigation is inconclusive for filter limb perforation and the reported removal difficulties. Unable to determine the root cause based upon the available information. The current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of these instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.